Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The knife cut cleanly through test strip paper. The knife edges were not damaged. Energy activation test was then conducted on the system. Wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. No errors occurred during in house testing. Review of logs did not find any errors. Ceramic dot verification passed. System isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. No images or videos were shared for the event. This complaint is being reported because the vessel sealer extend instrument was unable to unclamp. While there was tissue stuck in the jaws of the instrument, and an mcs instrument was used to cut around the jaws of the vessel sealer extend instrument, the site had reported that the tissue that was cut was going to be removed as a part of the planned surgical procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure the vessel sealer extend instrument was unable to unclamp. While there was tissue stuck in the jaws of the instrument, and a monopolar curved scissors instrument was used to cut around the jaws of the vessel sealer extend instrument, the site had reported that the tissue that was cut was going to be removed as a part of the surgical procedure. The customer did not push the emergency stop button on the system. After the customer removed the vessel sealer extend instrument, the procedure was completed using another vessel sealer extend instrument with no report of patient injury. On 26-nov-2020, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: it was confirmed that the vessel sealer extend instrument worked well up until the clamping issue happened. The following was confirmed; the system did not generate any error messages, the site did not try to release the jaws with the release key, and the excised tissue is the tissue that was originally planned to be excised. The procedure was completed with another vessel sealer extend instrument, and completed robotically. It is unknown as what tissue the vessel sealer extend instrument was clamped on to. However, it was confirmed that the tissue that was excised was planned to be excised, and there was no patient injury reported. There was no unexpected additional bleeding experienced by the patient.